Manufacturer narrative:
(B)(6). Additional product codes for this report include hwc. (B)(4). The complainant part has not been explanted. The complainant part is not expected to be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a distal screw would not engage the plate during an ankle trauma procedure on (B)(6) 2016. In preparation for the distal screw, the surgeon appropriately engaged the drill guide, drilled through the guide and plate, and measured through plate. When the distal screw was inserted, the head was supposed to lock into the plate, but it did not engage. The first screw was removed and another distal screw (same part number) was used, but the same issue was encountered. Both screws malfunctioned and spun inside the plate hole. The surgeon was concerned it would back out, but decided to leave the second screw implanted in the patient regardless. The patient was closed up. A potential need for revision surgery exists, but nothing is scheduled at this time. A one (1) to two (2) minute surgical delay occurred due to the reported event. The patient's status post-surgery is unknown. The procedure was completed successfully. This report is 3 of 3 for (B)(4).